Manufacturer narrative:
On site functional and visual examination was performed by a manufacturer representative. The power converter, and batteries were replaced and the firmware was updated resolving the issue. The system passed a system checkout and was returned to an operational condition. The power converter was returned for analysis. Functional testing determined that the power converter was malfunctioning causing the reported issue. Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that neither the mobile view station (mvs) nor the image acquisition system (ias) would power on. It is unknown if the system was plugged in to a known good outlet. There was no patient present at the time of the event. The surgery was rescheduled due to this issue.